Event description:
It was reported that the patient received an end of battery life message on the remote control and was experiencing extreme pain. The patient underwent an ipg replacement procedure and the explanted ipg was not returned per hospital policy.